Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis in a good condition. During analysis, when pump was turned on, pump kept alarming without any error message, pump passed the self-testing. It was observed that the main board, was found excessive solder on battery negative solder pad may cause the short, shorting. Service will replace the main board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that upon servicing, a smiths medical cadd legacy plus pump was noted to be defective due to alarming. No patient was involved in this event. No adverse effects were reported.